Manufacturer narrative:
The reported event unconfirmed as the reported failure could not be reproduced. The extension cable was returned without the original packaging. Photo samples were submitted however could not be evaluated for the reported failure. No visible defects were noted on the cable. The cable connected to the temperature sensing catheter with a click and required some force to be removed. The cable also connected to the connector without issues and required force to be removed. The sample meets the specification "plug and jack must be firmly secured to wire." Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath set to 37c the cord was then attached to a kilo device and the temperature displayed 37.3c, similar to the thermometer reading. The device was used for treatment purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that temperature display was unstable in the extension cord for temperature sensing catheter. In the first place, when the pin jack part of the catheter thermistor cable was connected to the temperature sensor cable, it does not click and was loose, so if you pull it a little, a gap would be created. There was no such thing at the time of the old 354100j. Per additional information received via mail on 24-jan-2023, stated that when the pin jack part of the catheter thermistor cable was connected to the temperature sensor cable, it did not click and was loose, and a gap was created when it was pulled a little.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that temperature display was unstable in the extension cord for temperature sensing catheter. In the first place, when the pin jack part of the catheter thermistor cable was connected to the temperature sensor cable, it does not click and was loose, so if you pull it a little, a gap would be created. There was no such thing at the time of the old 354100j. Per additional information received via mail on 24-jan-2023, stated that when the pin jack part of the catheter thermistor cable was connected to the temperature sensor cable, it did not click and was loose, and a gap was created when it was pulled a little.